Event description:
The device was returned for a report of sticky pins. The original tubing set misloaded alarm was unable to be recreated. Device passed mock infusions and the fva pins did not have observable drag. An internal investigation found there was excessive contamination building up on the fva pins. These were cleaned and a subsequent mock infusion was passed without issue. The customer reported issue was confirmed by the device investigation.

Event description:
The following has been reported: tubing set alarms not much more information than that on service ticket no reported patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.